Manufacturer narrative:
Patient identifier is (B)(6).

Event description:
A customer in the united states reported a misidentification of group c as group b streptococcus with the vitek® ms arrow rp5800 acq pc kit cli v3. The first time the isolate was run it was 76.4% group b, and on the second day from the isolation plate it was 99.9% group b strep. The customer observed that the colony did not look typical for group b, so it was serotyped with the agglutination test and it identified as group c. The customer stated the result was not reported to a physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a misidentification of group c as group b streptococcus with the vitek® ms arrow rp5800 acq pc kit cli v3. Data was analyzed from the tests performed. Conclusion on the system: the system was operational during the tests made in april and at the limit for the test made in may. Since this identification issue, a fine tuning has been done. The spot preparation quality was not optimal. The sample "all peaks" values were heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator, etc.). Conclusion on the identification: regarding the complaint description, the expected identification was a group c streptococcus. As s. Agalactiae is a group b, misidentification results are suspected for isolates r57397796 and r57745637. However, as the species name is not known, it is difficult to conclude on the identification. Isolates r57397796 and r57745637. The data reprocessed with vitek ms kb v3.2 eliminated the suspected misidentifications for these two isolates : s. Agalactiae results are changed into "no identification" results. The tests made after a new fine tuning gave the expected identification for both isolates of low discrimination to streptococcus dysgalactiae ssp dysgalactiae - streptococcus dysgalactiae ssp equisimilis isolate r57571251: the data reprocessed with vitek ms kb v3.2 generated heterogeneous identification results (4 different results). Based on these findings, it could be a species not present in the knowledge base. This hypothesis is reinforced by the new tests made after a new fine tuning, of "no identification" results. In this case, sequencing is the reference molecular method to identify the strain. For reminder, a low discrimination is not considered as a misidentification as it is not a final identification result. This is mentioned in the vitek ms knowledge base user manual ref. 161150-870-a for vitek ms clinical use v3.0: "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification." Suspected cause: non optimal sample spot preparation. Non optimal fine tuning for samples tested in may (system was at the limit). Species not present in the kb v3.0 and v3.2 for isolate r57571251.